Event description:
Used the honey pot company mint lavender and aloe infused panty liners. Noticed a tingling and burning sensation almost immediately. Removed the product after 15 minutes and had a small welt on my labia. After 2 days this had become black, cracked and quite painful enough to require a trip to the emergency room. Dr advised it was infected. Am now on antibiotics. Visited (B)(6). FDA safety report ID# (B)(4).